Event description:
Boston scientific crm received information that this left ventricular (lv) lead was unable to capture the myocardium and displayed impedance measurements >2000ohms in all configurations. The system was programed to right ventricular (rv) therapy only, and the patient would be seen for a chest xray. This patient is participating in a clinical study, and it was unknown to the local sales representative (sr) whether this lead would be revised. No adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Subsequent information was received that during a routine device replacement approximately three years later, fluoroscopic imaging revealed that this lead was fractured in the area of the clavicle. The lead was surgically abandoned. No adverse patient effects were reported. The return of the product is not expected at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.